Manufacturer narrative:
Information was received on 09/25/2020 indicating that the pump failed during functional testing. No patient was involved in the event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was giving a cassette latch error. There were no reported adverse events.